Event description:
In 2008, patient experienced shaking, headache and just felt sick in general after heparin was administered before given hemodialysis treatment. After hemodialysis patient experienced orthostatic hypotension. Dialysis unit didn't receive notification of drug recall until 1/18/08. No treatment was necessary, and patient resolved without complications. Dates of use: 2008. Diagnosis or reason for use: before dialysis treatment. Event abated: yes.